Event description:
The complainant reported that the tube from j-tube enteral feeding device that had been placed in pt approx two months previous during a therapeutic procedure had become detached. It was also reported that the detached tube was located in gastronomy tube, allowing the physician to pull the tube out without using a scope. A replacement j-tube enteral feeding device was placed in the pt and the complainant indicated that there was no adverse affect on the pt as a result of the reported problem.